Event description:
An alarm was reported, specifically alarm 2 followed by alarm 26, indicating an issue with the pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl and the cgm did not display a high reading. Technical support guided the customer through several corrective measures, including making adjustments to the tubing and attempting boluses to resolve the occlusion. Although some attempts initially resulted in recurring alarms, the final bolus was successful. The customer was advised to replace supplies as needed and to resume their insulin regimen, with the option for additional assistance if needed.